Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer called to report a hospitalization for low blood glucose on (B)(6) 2014. Blood glucose reading at the time of admission was 35 mg/dl. The customer did not know what the threshold suspend feature meant. Customer stated the sensor was reading low and she did not treat for the low blood glucose. The customer lost consciousness for half an hour and woke up in the emergency room. Customer stated that the event was caused by her lack of knowledge on the insulin pump. The customer has had training on the insulin pump since the event. Customer stated her blood glucose ran low due to exercising. The cannula on the infusion set was bent when it was removed. Customer's blood glucose was 500 mg/dl and has treated with the insulin pump and manual injection. The customer declined troubleshooting. Nothing further reported.